Manufacturer narrative:
(B)(4)

Event description:
Surgeon reported that a patient had surgery with trufit plug and post-operatively shows softness of the plugs at 15 months post-op. Patient was managed for symptoms. Patient outcomes were bad at 12 months but improved significantly at 24 months.